Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hip procedure on (B)(6) 2020 and suture was used. The surgeon was suturing unknown layer of tissue, unknown loop, and the needle broke away from the suture thread. The doctor used like suture to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/10/2020. A manufacturing record evaluation was performed for the finished device batch pjr651, mx69g39 and no non-conformances were identified.